Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed, one opening in the radius side assessed, as fold flaw opening. Additional observations: yellow particle observed, inside device. Crease fold observed, on the device. Wear abrasion observed, on the device.

Event description:
The device has been explanted and replaced.